Manufacturer narrative:
It was reported that towels have lint and are sticking to the gloves of the scrub tech, on procedural items being handled by the scrub tech, and on the back scrub table. There were no reports of death, serious injury, medical intervention, or follow up care. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this is a reportable event. If additional information becomes available this report will be reopened and reevaluated.

Event description:
It was reported that towels have lint and are sticking to the gloves of the scrub tech, on procedural items being handled by the scrub tech, and on the back scrub table.